Event description:
It was reported that the balloon on the catheter ruptured in situ. The pt became hypotensive for a short period of time. The catheter was removed and replaced, and this catheter's balloon also ruptured. The second catheter was removed and replaced with a third catheter which performed without any problems. There were no pt complications.